Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a normal pulse generator change procedure. During the procedure, the atrial and right ventricular lead were visually inspected and insulation anomalies were found. Both leads were capped and replaced on (B)(6)2019. The patient was in good condition during and post procedure. Related manufacturer reference number: 2017865-2019-04801.